Event description:
The report indicated that the customer's bgs remained continuously high (255-467 mg/dl) over a 13 hour period. Multiple correction boluses were administered, but were ineffective at lowering her levels. She observed blood in the cannula, though there was no report of an alarm. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.